Event description:
A patient was treated with venaseal in (B)(6) 2022. The patient has had both right and left ssv treated, the right ssv treatment was performed on (B)(6) 2022 and the left ssv treatment was performed on (B)(6) 2022. Per hcp/facility documentation, the patient spoke with the physician on march 30th 2022 at the patients follow-up appointment and expressed there was redness in the area of treatment and a rash in the groin, on the belly and right armpit were noted. It is reported there was a conversation recommending the use of steroids and antibiotics, but it I not clear if the steroids were administered by the physician. The patient stated the inflammation continues to spread on both legs and blood comes to the surface. The wound keeps reopening and the patient has had ongoing pain for two years. The issue is not known if resolved/unresolved at this time. No further information is available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.